Manufacturer narrative:
B3 date of event - aware date used as event date is unknown.

Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Seven (7) months post procedure the patient experienced a cerebral vascular accident. The patient did not report any residual deficits or treatment that was received.